Event description:
Initial result for a patient glucose was 25 mg/dl. The result was questioned by the physician and was repeated four days later. The repeat result was 96 mg/dl. The patient was not adversely affected by the incorrect result. The field service rep found a rinse tube was blocked and repaired the instrument by clearing the blockage.